Event description:
It was reported to boston scientific corporation that following a robotic hysterectomy and an anterior pelvic floor repair procedure performed on (B)(6) 2010, using an uphold vaginal support system, the patient presented with "pretty severe" pain in the left labia when she started to walk on (B)(6) 2010. The physician inserted a pudendal block and prescribed the patient pain medications (type and duration unknown). The patient is now reportedly "doing fine."

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.